Manufacturer narrative:
As received, the device was returned for analysis in backup vvi mode. Visual inspection revealed scratches on the can but no other anomalies were noted. Further analysis indicated that the cause of the backup vvi operation was due to a power-on reset (por) that occurred on (B)(6) 2017 while the device was delivering high voltage therapy. Functional testing was performed which included testing on the devices sensing, pacing, impedance, and high voltage output; no anomalies were noted. Based on the device analysis and the information received, the cause of the por could not be conclusively determined.

Event description:
During a follow-up, the device was found in backup vvi mode. The device was explanted and replaced. The patient was stable with no adverse consequences.